Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, tube drive, wiper seal, rear door, carriage block assy, lt/rt iui and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/15/2016 to the present date 11/13/2020 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to damaged/cracked of the assy clamp barrel insert molded.

Event description:
It was reported that there were cracks in the dose cord area of the device. There was no patient involvement.